Event description:
Reporter alleged the blood glucose monitoring device test strips vial "use by date" and lot number are rubbed off. Reporter stated the alleged test strips have already been "disposed of." Reporter did not provide any additional information on the allegation. A request was made for return of the suspect product and product will be replaced.